Event description:
It was reported that the subject had an image issue. The event occurred during the set-up and inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, h11. Corrected field:h5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pulsating image. Based on the results of the investigation, the most probable cause of the failure is random component failure without any design or manufacturing issue. However, a root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.